Event description:
It was reported that a trinica screw broke post-operatively.

Manufacturer narrative:
It is indicated that the device will not be returned for eval. Review of info provided concluded that there is no evidence of a prod defect. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.